Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 19-jun-2019 and inspection of the unit was performed on 16-aug-2019 where the quality control inspector found the following: primary operation channel resistance, distal tip annual maintenance, distal cap - fixed type passed epoxy seal integrity inspection, up/ down brake knob/ lever scratched, air/ water socket cylinder o-ring chipped, passed wet leak test, passed dry leak test, # 2 remote control button cover cracked, up/ down brake lever cracked, staycoil short. Addition inspection findings from 10-jan-2020: distal cap - fixed type failed epoxy seal integrity inspection, channel improperly installed (gap distal body opening). The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts parts, and returned to the user upon completion: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, o-ring(0.5x1.3), remote control button, angle wire, ud lock lever. The video duodenoscope is currently awaiting repairs and qc final approval as of 27-jan-2020.